Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damage lens was returned to b&l tape to the top side of the loading chamber of the inserter device. The lens was subjected to visual inspection. Results revealed that the lens was torn from the leading haptic plate and continued through the optic. There was also a tear throughout the trailing haptic plate and the haptic loop was bent. A partial portion of the optic and the adjacent trailing haptic plate was missing. The condition of the lens is consistent with damage resulting from injector use. In addition, three retain sample lenses were taken from the same mfg lot as the damaged iol and were subjected to dimensional inspection. All three lenses were within specifications. (B)(4).

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. During the procedure the surgeon noticed that the haptic had broken off. Intervention was performed in order to enlarge the incision, remove the damaged lens and replace it with a second crystalens. Reference MDR #2031924-2010-00207.